Manufacturer narrative:
The dia 5 mm tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the needle holder verified the complaint reported by the customer as valid. The movable jaw was broken. It is noted on each jaw, a difference in color of the metal at the break. The inner side of the jaws are darker which corresponds to an earlier start of breakage which occurred before the definitive breakage. Root cause analysis: the jaw broke under the effect of excessive and successive force applied.

Event description:
It was reported that the dia 5 mm tungsten "needle holder (cev738t5) broke during surgery. Fragments of broken jaws were disseminated in the patient's abdomen. All fragments were searched and removed to avoid any damage to the patient." It was reported that there was a surgical delay superior to 30 minutes.